Manufacturer narrative:
The unit was returned for investigation. The complaint was confirmed with the data log. Unit shut down with error message caused by the device being dropped.

Event description:
It was reported that the patient was in the car and not getting any oxygen from the unit, so he ended up having to go to the hospital due to no oxygen. The poc was still not dispensing any oxygen. The inogen team attempted to contact patient for further information three times with no response.